Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in (B)(6), edwards received notification of a 56mm evoque procedure in tricuspid position. Approximately fourteen months after the procedure, the patient had severe symptoms (dyspnea on minimal exertion). The patient was hospitalized for marcumar therapy. The patient was discharged with recommendation to continue oral anticoagulation with marcumar targeting an inr 3.5 to 4.0 with follow-up outpatient in approximately 6 weeks. The gradients were 1.7mm hg at baseline, 1.4 mmhg at discharge and 2.2 mmhg at one year. Inr 1.03.